Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged battery compartment, the dso seal is missing, and the battery door is missing. "High alarm displayed: cassette not attached properly" and "high alarm displayed: downstream occlusion" alarms were found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged dso seal and a faulty motor/camflex sensor/pwa were the root causes. No action taken. Pump was deemed uneconomical to repair. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the pump exhibited a system fault 41,622 alarm twice and was missing occlusion cover. There was unknown no patient involvement, the event occurred during testing.